Manufacturer narrative:
Add'l lot # : b3wdk. The results of visual inspection confirmed that split collar was deformed in a superior direction consistent with improper mating of the stem and stem inserter. The stem was not fully seated in the insertion feature as indicated in the rejuvenate surgical protocol. The devices mfg history record review for the reported lots indicates that the devices were mfg and accepted into final stock with no reported discrepancies. Two non-conformances were observed. The first is the failure mode in which the split collar of the stem inserter is deforming due to improper seating of the stem in the insertion feature. The next is an inappropriate gaging design and tolerancing. MFR date: (B)(4) 2009 for lot # b3wdk.

Event description:
It was reported that: "the stem inserters did not seat down into implant we use the blunt tip inserter from rejuvenate set. Everything was fine."